Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw has not been trimmed. Fluid residue is present. A functional evaluation could not be performed because both implants have already been deployed. An assessment of material characteristics could not be performed due to the suture thread not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix´s thread broke before it was fully pulled. Both ts were removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.